Event description:
It was reported to medtronic neurosurgery that patient had to return to her physician more than once to have her product adjusted and reset as she was experiencing discomfort. According to the report, the patient is experiencing pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. (B)(4).

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. Additional patient/device information: it was reported to medtronic neurosurgery that the patient went out on disability in (B)(6) 2013 due to normal pressure hydrocephalus. Reportedly, this was diagnosed in (B)(6) 2013 after two lumbar punctures together with neuropsychological testing. According to the report, the valve was implanted on (B)(6) 2013. The report stated that the patient improves when the shunt is set to 0.5 and then deteriorates when the shunt inadvertently resets itself to 2.0 or 2.5. The report stated that there are neurobehavioral and neuropsychological sequelae that occur along with the shunt changes. According to the report, the device had been checked by the neurosurgeon since (B)(6) 2014 and that it was set at 0.5. Reportedly, the shunt was checked on (B)(6) 2014 when it was learned that the shunt had changed itself to 2.5 from 0.5. According to the report, the patient is presently experiencing increasing anxiety and worry due to the failure of the shunt. Reportedly, the patient is also exhibiting neuropsychological and neurological problems, including slow cognitive processing, low gait, episodic involuntary shaking of the right hand, urinary incontinence once per day, and decreased verbal behavior and self-initiated behaviors. It was also reported that the patient has not deteriorated like a dementia patient and retains some cognitive functions, can communicate her thoughts effectively, can take care of personal hygiene, and do light cooking. Additional information regarding the valve catalog and lot number, patient identifier, age and weight was also received. (B)(4).